Manufacturer narrative:
(B)(4). Additional information: it was reported the patient was hospitalized for another indication and was still recovering from the previously reported peritonitis event. Action with dianeal therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day as the event onset, the patient started treatment with intraperitoneal cefazoline (dose, frequency, and duration not reported) and intraperitoneal ceftazidime (dose, frequency, and duration not reported) for peritonitis. Five days after the event onset, the patient was hospitalized for the event. Treatment details while hospitalized were unknown. Dianeal therapy remained ongoing. At the time of this report, the patient remained hospitalized and had not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.